Event description:
The manufacturer received information alleging 90% of the time the humidifier works like 1/10 days the machines humidifier won't work and when he wakes up in the morning the heater plate is cold and the water is not consumed. Patient said he always set his humidity to 3 because 5 is too much for him. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.